Event description:
Endophthalmitis[eye infectin nos]. Case description: spontaneous case, ceeon lenses (model 911), local ref n. 02-4215-s. Argus n. 136294gb. Cross ref. N. 2002136290gb, 2002136291gb and 2002136292gb. A physician reported a case regarding pt who underwent a ceeon lens implantation following a cataract surgery. On unknown date pt developed endophthalmitis with coagulase negative staphylococci. The batch n. For the lenses used was 664820056. At the time of this report the event was unknown.